Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during the sculpting step of a cataract procedure, the phacoemulsification tip was found broken at the hub. There was no known harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The product sample was returned for tip being broken at the hub. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Machining data could not be reviewed for this complaint due to no lot information. A visual inspection of the phaco tip was performed and it was deemed nonconforming. The reason for the breakage was due to a nonconforming thin wall present at the break area. This thin wall was a result of the machining process. A photo of the thin wall was shown to machine operators to make then aware of this complaint issue and the importance of controlling the process to insure a good wall thickness is obtained. (B)(4).

Manufacturer narrative:
No phaco tip was returned for breaking during surgery however a picture was provided. The photo was not clear, so nothing can be concluded from this photo. No lot number was identified therefore, a lot history review could not be conducted. The root cause of the customer's complaint could not be determined. (B)(4).